Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue was found during reprocessing. There was no patient involvement.